Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-20380. Related manufacturer reference number: 2017865-2021-20381. It was reported a patient's pacemaker presented with inadequate low voltage output and was unable to be interrogated due to low battery. The pacemaker was explanted and replaced in a procedure on 19 may 2021. During the same procedure, there was an x-ray taken of the atrial lead which confirmed lead dislodgement. This had also led to low sensing on the atrial lead. The doctor opted to cap the lead and implant a new atrial lead. However, the patient experienced stenosis in the vein that caused the new lead to twist on itself and the stylet was unable to be advanced into the lead so it could not be implanted. This new lead was removed and replaced with a different atrial lead, also in the same procedure. Post-procedure the patient was stable.